Event description:
It was reported that the customer experienced a high blood glucose reading of 450 mg/dl, which was treated with manual injection, and that the insulin pump had a crack next to the battery cap. The customer stated that she woke up, and the insulin pump was off. She did not know how the damage had occurred, stating that she thinks that the crack occurred while she was asleep. The blood glucose reading at the time of her finding the crack was 220 mg/dl. She declined troubleshooting for high blood glucose. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.